Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with transient light sensitivity syndrome and burning sensation in both eyes that has been occurring for about 2-3 days. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of difficulty keeping his eyes open but reports that the symptoms come and go. Patient reported symptoms are not interfering with daily activities. Patient was restarted on steroid drops and will taper over the next 4 weeks. Bcva from (B)(6) 2017: right eye pre-op 20/15 1.25 x -.50 x 85, left eye pre-op 20/15 2.00 x -.75 x 95.